Event description:
It was reported that bd alaris smartsite low sorbing set was broken. The following information was reported by the initial reporter and this appears that it has happened again product number 10013902 bd smartsite low sobing, below questions for bd product complaint team. I do have the broken product in my office to send back. 1. Was there any adverse event reported? Infant had a low glucose level, which was corrected within an hour of replacing tubing. 2.. Please provide date of incident. On (B)(6) 2023 additional info from customer: ( on (B)(6) 2023) 1. Can you confirm the material number and batch number above for the additional event reported? 10013902 lot (10)23029132 2. Can you provide more information on the defects? Broken at the end.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-aug-2023 h6: investigation summary a complaint of a defect with the smartsite was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The sample was missing a smartsite valve. When looking inside the tubing, a little solvent could be seen on the tubing. Smartsite valve was not returned. A device history record review for model 10013902 lot number 23029132 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. After investigation, the potential root cause of separation between the tubing/sleeve and smartsite could be related to an incomplete insertion between components (gap) and/or lack of solvent at the engagement by the assembler. A quality alert was generated to communicate and reinforce the correct assembly process of proper solvent application and avoid gaps.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was broken. The following information was reported by the initial reporter and the verbatim: this appears that it has happened again product number 10013902 bd smartsite low sobing, below questions for bd product complaint team. I do have the broken product in my office to send back. 1. Was there any adverse event reported? Infant had a low glucose level, which was corrected within an hour of replacing tubing. 2.. Please provide date of incident. (B)(6) 2023. Additional info from customer: ((B)(6) 2023). 1. Can you confirm the material number and batch number above for the additional event reported? 10013902 lot (10)23029132. 2. Can you provide more information on the defects? Broken at the end.